Event description:
In 2013, a trifecta valve was implanted. On (B)(6) 2018, the valve was explanted. Upon explant the leaflets were observed to have fallen off the frame of the valve. Additional information has been requested.

Manufacturer narrative:
An event of dyspnea with exertion, shortness of breath, and leaflet detachment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the site neither pannus nor calcification was seen on the explanted valve.